Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of endometriosis on (B)(6) 2020 and dysmenorrhea, menorrhagia, ex-smoker, miscarriage, heavy periods, menses painful, heavy periods, vaginal delivery (2), late period, scar, parity 2 and multi gravida on (B)(6) 2020. Previously administered products included: seroquel for allergy. The patient had a family history of cancer. As concurrent condition the report mentioned anxiety since (B)(6) 2020. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2020, 3967 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy plus bilateral salpingectomy. Fulguration of the endometriotic spot). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: diagnosis: uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix : benign cervical squamous epithelium and endocervical glands uterine corpus: benign secretory endometrium. No myometrial nodules adnexa: bilateral fimbriated fallopian tubes with benign para tubal cysts. Negative for malignancy. Sources: uterus and bilateral fallopian tubes essure in place. Clinical history: menorrhagia, dysmenorrhea, status post tubal ligation. Gross description: sectioning in the proximal portions of the fallopian tube reveal a coiled wire device within both the lumens of the fallopian tubes grossly consistent with essure contraceptive device. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: reporter information, medical history, lab data, indication, drug stop date, event onset date, non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2020, 3652 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2010, the patient had essure inserted. On (B)(6)2020, 3652 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of endometriosis on (B)(6) 2020 and dysmenorrhea, menorrhagia, ex-smoker, miscarriage, heavy periods, menses painful, heavy periods, vaginal delivery (2), late period, scar, parity 2 and multi gravida on (B)(6) 2020. Previously administered products included: seroquel for allergy. The patient had a family history of cancer. As concurrent condition the report mentioned anxiety since on (B)(6) 2020. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2020, 3967 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy plus bilateral salpingectomy. Fulguration of the endometriotic spot). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: diagnosis: uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix : benign cervical squamous epithelium and endocervical glands. Uterine corpus: benign secretory endometrium. No myometrial nodules. Adnexa: bilateral fimbriated fallopian tubes with benign para tubal cysts. Negative for malignancy. Sources: uterus and bilateral fallopian tubes essure in place. Clinical history: menorrhagia, dysmenorrhea, status post tubal ligation. Gross description: sectioning in the proximal portions of the fallopian tube reveal a coiled wire device within both the lumens of the fallopian tubes grossly consistent with essure contraceptive device. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.